Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump powered off three times this week, once on the day of the call. No damage to the battery cap or battery compartment was noted. No related alerts in the alarm history were found. Issue was not resolved with a battery change or a new battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found several power reset events. Investigation did not find any damages to the battery compartment or cap and there was no evidence of moisture intrusion. The battery cap contact measurements were within specifications. The returned battery cap was able to secure properly onto the pump and it powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened to further investigate and no defects were found inside the pump. The investigation confirmed but was unable to duplicate the reported power issue.